Event description:
Pt is s/p bilateral mastectomy for cancer w/bilateral reconstruction w/breast implants; left intact breast implant was exposed due to tissue necrosis. Wound would not heal. Implant was removed.